Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device via social media. The customer received and as perceived, higher sensor readings compared to unspecified readings obtained from the adc meter and experienced headache, shakiness, dizziness, loss of consciousness and/or seizure. The customer was in contact with a healthcare professional where they were treated with glucose tablets. In addition, it was reported the customer received metformin. No further treatment was reported. There was no report of death or permanent impairment associated with this event. A sensor reading of 40 mg/dl was compared against a reading of 70 mg/dl on the adc meter and plotted on a parkes error grid which fell into the "c" zone showing the difference in values to be clinically significant. It is unknown when these readings were taken in relation to the reported event.